Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys pct brahms ver. 2 on a cobas 6000 e 601 module. The sample initially resulted in a pct value of 0.580 ng/ml and this value was reported outside of the laboratory to the pathologist and the ward. The value was flagged for a delta check in the customer's laboratory information system. The sample was then repeated four times, resulting in values of 0.047 ng/ml, 0.022 ng/ml, 0.023 ng/ml, and 0.025 ng/ml. The values of 0.022 ng/ml, 0.023 ng/ml, and 0.025 ng/ml were more in line with the clinical picture of the patient. The pct reagent lot number was 589572. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The field service engineer cleaned the analyzer. Performance testing was run and was within specifications. The issue is consistent with carryover contamination from the environment.